Event description:
The product is set up for art line cvp monitoring. The draw port from the art line has popped. During flushing of the line multiple times. No patient injury or treatment associated with this issue.